Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the display was found to be blank. The complaint of the dim, fading, color spectrum display issue was not able to be tested due to the blank display. Evaluation revealed a failed display flex. A test display was inserted and was found to function properly. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the battery cap had stripped threads.